Event description:
It was reported that the pacer dependent patient's implantable cardioverter defibrillator exhibited myopotential inhibition. Upon review of egms, pacing inhibition was noted due to high frequency noise. Patient was symptomatic due to dependency. Programming changes were made to resolve the possible myopotential oversensing; however, the changes were reverted due to worsening the issue. It was noted that left ventricular lead noise was the cause of the issue. Patient was scheduled for lead revision procedure on (B)(6) 2017. Patient's device was also explanted. Patient was fine before, during, and after the procedure.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field event remains undetermined.

Manufacturer narrative:
Concomitant medical products and therapy dates should have been included on the initial report submitted on january 2, 2018.